Manufacturer narrative:
The investigation determined that during internal testing, higher than expected vitros ipth results were obtained from twelve patient samples processed when compared to a non-vitros method (roche) to which the vitros ipth should have a 1:1 correlation. Ortho has identified a 40% positive bias comparing vitros ipth to roche across all samples in the correlation study. The origin of the positive bias is currently not known. The investigation is ongoing. The FDA (B)(4) office was notified of this issue on 13 october 2016. Refer to report number 3007111389-10/13/2016-001-c. (B)(4).

Event description:
During internal testing, an ortho clinical diagnostics (ortho) principle scientist obtained higher than expected vitros ipth results on twelve patient samples compared to a non-vitros method (roche) to which the vitros ipth should have a 1:1 correlation. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were obtained during internal testing and were not reported to physicians. There were no allegation of patient harm as a result of these events. This report is number four of seven MDR&#38112;for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).